Event description:
Healthcare professional reported right side rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, creases fold and broken shell. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, stress marks, missing shell and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive

Event description:
Healthcare professional reported right side rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.